Manufacturer narrative:
During visual inspection of the returned product damage to the meter casing was identified. Pry marks were observed on the casing near the test strip port, which resulted in the meter¿s casing separating. Due to the damage the meter was unable to be powered on. Based on the visual inspection the cause was determined to be inappropriate use and maintenance of the device. No product deficiencies were identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.